Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced infusion set cannula was leaking at the site. Within hours of abdomen insertion customer noticed symptoms. Additionally, the patient's site was rotated. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Device 2 of 4.